Event description:
(B)(6) 2012 rep e-mail: patient had their neurostimulator and extensions removed due to infection on (B)(6) 2012. The leads were left intact in the patient's body. A corner of the neurostimulator had eroded through the skin and cultures were taken to determine infection status. Re-implant will be determined based on findings and recovery.

Manufacturer narrative:
Lead: model 3387s-40, lot #v296975, implanted: (B)(6) 2010, explanted: na. Lead: model 3387s-40, lot #v514979, implanted: (B)(6) 2010, explanted: na. Extension: model 37085-60, (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Extension: model 37085-60, (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Programmer: model 37642, (B)(4).